Event description:
This event was a veterinary training event and there was no reported patient involvement.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
It is reported that on (B)(6) 2012, a standard console with irrigation for electric pen drive has a port that is not working when the drill is plugged in, and is missing a regulator switch. This occurred during cadaver training. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problems were confirmed. The failure of the port was likely caused by electrical component failure due to normal wear from use over time. The missing speed regulator switch was indicative of improper handling. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.